Manufacturer narrative:
Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part# 8360-10) was used during a laparoscopic on (B)(6) 2024. According to the complainant the jaw pieces fell off into patient during surgery. Reportedly the pieces were retrieved and x ray was used to assist. A fifteen (15) minute delay to the surgery was reported. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Additional information. D9 device returned to manufacturer. The sample was received with all components; however, the jaws were provided in a separate bag. No subcomponents were noted to be broken, only disassembled. This product may have been reserviced due to the following evidence: - the (B)(6) on the top of the housing subassembly has been replaced by a non-OEM part. -the (B)(6) button has been welded to the handle subassembly (B)(6) - there is a masking of laser marking of aesculap and prestige branding and there is no lot number visible on the device. The traceability information may have been removed by a secondary operation. The investigation into the cause of the reported problem was able to confirm the broken jaw. An approved project has been created in order to mitigate this issue.